Manufacturer narrative:
Model number/catalog number: 72400098 serial number: n/a batch/lot number: 1000279697 model/catalog description: control pump fgs unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024 serial number: n/a batch/lot number: 1100634462 model/catalog description: balloon fgs 61-70 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented to the hospital with a non-functional device. Two weeks later, a surgical procedure was performed and upon inspection, there was a crack found in the pump connecting tubing. As a result, the physician removed and replaced the entire device. The patient was stable following the procedure, and there was no additional information provided.